Event description:
Reportedly a mitral cep, unknown model and size was explanted after an implant duration on 14 months due to unknown reason(s). The device was originally implanted in 2008. Sales representative also visited the hospital's pathology lab. And he was informed that they dispose all devices and specimens within 30 days; they asked him to call today 09/29/09, there is a process for external people to access devices. No additional information was provided.

Event description:
A false negative hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. A sonogram performed a week later indicated that the patient was pregnant. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth is evident. At the tissue inflow, dense layer of host tissue encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 9mm. Minimal host tissue overgrowth encroached onto the tissue outflow by 3mm. At aspects, inflow and outflow, host tissue overgrowth fused leaflets 1 and 2 at commissure 2 by approximately 6mm. Host tissue is heavy at the stent inflow, and minimal to moderate at the stent outflow. Host tissue restricted mobility in the leaflets and led to stenosis. Cuts in the sewing ring fabric and the silicone ring are evident, most likely due to mechanical injury at explants. No inconsistencies detected in the x-ray.

Event description:
This patient is a participant in prodisc-l ide and experienced this event post approval. Patient was withdrawn for an unknown reason at 36 months. Prodisc-l was removed and patient was implanted with dynesys at index level 4 years post implant. This report is #3 of 3 for the same event.